Event description:
It was reported that at a device check approximately three months post implant the device battery was still saying "initializing". It was explained that since the patient does not have an atrial lead that implant detect would have to be manually turned off for the device identification and battery initialization to be completed. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4076 implantable pacing lead: 2012. (B)(4).